Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p07-32 that has a similar product distributed in the us, list number 8p07-31.

Event description:
The customer reported a false nonreactive alinity I hiv ag/ab combo result on a patient. Results provided: sid: (B)(6). 1st result 0.71 s/co (B)(6) 2022, (serial number (B)(4). 2nd result: 0.53 s/co (B)(6) 2022, (serial number (B)(4). 3rd result: 0.53 s/co (B)(6) 2022 (serial number (B)(4). Roche platform was highly reactive (174.0), architect is nonreactive, hiv-1 qualitative pcr on two different assays (genexpert and cap/ctm) were positive, hiv-1 viral load is not detected, western blot gave an indeterminate result with gp bands missing, proviral dna sequencing: subtype c virus with nrti and nnrti mutations. No impact to patient. Management was reported.

Manufacturer narrative:
A returned sample was requested from the customer but was not made available for the investigation. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on the investigation, no systemic issue or deficiency for lot number 38180be00 was identified.